Event description:
Patient reported they immediately stopped using the aligners and had a visit with their dentist. Their dentist informed them they should of never been a candidate for the aligners due to receding gums and obvious periodontal disease that any dental professional would have seen in the photos submitted to byte. After using the byte aligners their teeth became extremely mobile and caused their gums to recede even further which then killed their front lower teeth. They were informed their only course of action under the circumstances was to have all of their teeth extracted and getting full arch top/bottom implants done. They had the implants done in (B)(6) 2025 at the cost of (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.